Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy left: "dr. (B)(6) performed a thyroidectomy left with the use of the eb030. Unfortunately, after some time (approximately 15 sealcycles) ,the hemostasis was not sufficient. Tissue was still bleeding after activation of the handpiece. Sealcycle was completed, jaw was cleaned and no contact with other instruments was made." Additional information received from sales rep 17 january 2017: the handpiece was very sticky. Additional info received per email on 25-january -2017: it appears throughout the whole procedure, starting at the beginning. So it were smaller en bigger vessel types and sizes. It was a thyroid procedure (so in the neck area). Patient status- no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found no blood or eschar buildup on the device blade channel or jaws. During functional testing, engineering activated the device on porcine arteries and concluded that the device performed to specifications after all tissue samples were sealed to within an acceptable burst pressure range. As such, engineering was unable to replicate the event and determined that the device functioned as intended. Although the exact root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and received.